Manufacturer narrative:
Visual inspection of the main circuit board revealed a super capacitor leak. The main circuit board was replaced to address the issue. The device was returned to the customer unrepaired as the customer did not respond to the repair quote. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device displayed an error message (sf140) related to alarm priority. There was no patient involvement reported.